Event description:
A bipap auto biflex device was returned to a third-party service center as part of the uno recall process with no initial alleged complaint. During the evaluation of the device, the service technician observed visible foam degradation. Additionally, the service technician noted an error code e065 (err_stuck_encoder_a) and found dust contamination. Lastly, the device was scrapped by the service center after the evaluation was completed.